Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, high out of range pace impedance measurements were exhibited. The measurements were fluctuating in nature and were able to be recreated with provocative maneuvers. X-ray imaging was taken but provided no confidential root cause. The associated right ventricular lead is a non boston scientific product and the patient had reported a fall on the left shoulder, a few weeks prior. The patient was dismissed but instructed to have another follow-up. No resulting adverse patient effects and to date, no system changes have been reported.